Manufacturer narrative:
The reported event of helix damage/deformed was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was extended and bent. X-ray examination found helix was bent consistent with procedural damage. The helix mechanism/extension length test could not be performed due to the bent helix. The cause of the reported event was isolated to the helix being bent.

Event description:
It was reported that during an implant procedure, the helix of the right ventricular (rv) lead was deformed upon removal from the patient. As a result, the rv lead was not used and was replaced with a new lead. The patient was stable throughout the procedure.